Event description:
The customer reported that the act and esc buttons were not responding and the time was not advancing. The customer stated that the display was not totally blank. Troubleshooting was performed. The battery was removed for five minutes and the insulin pump alarmed. The customer stated that she was not comfortable with the device and requested a replacement of the insulin pump. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.